Event description:
It was reported by the patient that he received inappropriate shocks due to lead dislodgement. The rv lead was replaced. A lawsuit alleges the lead was replaced due to high threshold, and the explant caused scarring in the patient's "fragile heart". It also states the patient suffered severe physical and emotional infuries due to the "defective" lead.

Event description:
It was reported by the patient that he received inappropriate shocks due to lead dislodgement. The rv lead was replaced. A lawsuit alleges the lead was replaced due to high threshold, and the explant caused scarring in the patient's "fragile heart". It also states the patient suffered severe physical and emotional injuries, due to the "defective" lead. Lawsuit further alleges on or about february 24, 2007, the plaintiff experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention to replace the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data for sensing issues and no anomalies were found. Impedance values did not show significant changes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data for sensing issues and no anomalies were found. Impedance values did not show significant changes.